Event description:
It was reported that the nurse states that they were trying to rewarm patient, but arctic sun device did not seem to be working well. Patient temperature (pt) was 35.8c, targeted temperature (tt) was 36.5c, water temperature (wt) was 26.7c, water flow rate (wfr) was 0.4 l/m. Neonatal pads in place. Walked through event log and verified device alerted 113 reduced water temperature control twice. Noted water flow rate (wfr) was too low which shuts off the heater. Explained need to get the water flow rate (wfr) was back up so that device could properly warm the patient. Walked through stop therapy, empty, disconnect and reconnect pads. Had straighten the pads and also adjusted a kink where blue tubing meets the clear connector. Restarted therapy and water flow rate (wfr) was stabilized at 0.8 l/m. Advised to keep an eye on the water flow rate (wfr) and if it dropped to 0.6 l/m or lower or received alert 113 again, to call back. Noted otherwise and would call back in 30 minutes to check on status of device and patient. At 30-minute check in, nurse stated water flow rate (wfr) was stayed at 0.7 l/m, but team decided since axillary temperature was reading 36.3c, targeted temperature (tt) was 36.5c to take off device. Only 5 minutes was left of therapy time, and they were using isolette to maintain temperature for now. Per follow up information received via task on 24feb2025, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. The baw is attached on the investigation overview element. A DHR could not be performed since no lot number was provided. Correction: e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse states that they were trying to rewarm patient, but arctic sun device did not seem to be working well. Patient temperature (pt) was 35.8c, targeted temperature (tt) was 36.5c, water temperature (wt) was 26.7c, water flow rate (wfr) was 0.4 l/m. Neonatal pads in place. Walked through event log and verified device alerted 113 reduced water temperature control twice. Noted water flow rate (wfr) was too low which shuts off the heater. Explained need to get the water flow rate (wfr) was back up so that device could properly warm the patient. Walked through stop therapy, empty, disconnect and reconnect pads. Had straighten the pads and also adjusted a kink where blue tubing meets the clear connector. Restarted therapy and water flow rate (wfr) was stabilized at 0.8 l/m. Advised to keep an eye on the water flow rate (wfr) and if it dropped to 0.6 l/m or lower or received alert 113 again, to call back. Noted otherwise and would call back in 30 minutes to check on status of device and patient. At 30-minute check in, nurse stated water flow rate (wfr) was stayed at 0.7 l/m, but team decided since axillary temperature was reading 36.3c, targeted temperature (tt) was 36.5c to take off device. Only 5 minutes was left of therapy time, and they were using isolette to maintain temperature for now.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.